Event description:
The reporter contacted lifescan (lfs) alleging low readings on the lay user/patient's ultra meter. The meter was also set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The patient felt weak and dizzy prior to testing and received a low reading of 11.6 mmol/l (208 mg/dl). The patient went to the hospital and the reading on the physician's meter was 237 mg/dl. The patient was treated with glucose. There was a 21-30 minute difference between the two readings. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution that the patient had was greater than the discard date. Customer care agent (cca) assisted the reporter in setting the meter back to mg/dl. Customer care agent (cca) sent the patient a replacement meter and control solution.